Manufacturer narrative:
The results of the investigation are inconclusive as the plate was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
It was reported that during the procedure when inserting the locking screw of aculoc 2 (plate information is unknown), the screw didn't fully seat into the plate. A piece of metal emerged from the screw. The screw was disposed of at the hospital. This report is related to report number 3025141-2022-00124 which is for the screw involved in this event.